Event description:
It was reported that the ventricular lead impedance increased over the past year and is high. Ventricular capture management threshold was noted to be high, but in-office measurement was within historical values. The clinician indicated that there were a lot of fusion beats which may have caused a false high threshold. Ventricular capture management was programmed to monitor only. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, (B)(6) 2001. (B)(4).

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.